Event description:
It was reported that early sensor occurred for the g7 wearable. The sensor was inserted into the abdomen, which is off-label usage of the device. However, data for the g6 android was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).